Event description:
Patient post CABG. On 12/26/92 at 1500, intra-aortic balloon pump was being discontinued by mdd when end of catheter seemed to get "stuck". Greater force was used by md and catheter was removed. Catheter seemed kinked at the end with graiany black material noted inside distal end of the balloon. 0n 12/25/92 at 1215, the gas loss alarm had sounded and rn noted blood in tubing connecting the balloon catheter to the pump's safety chamber. Blood was cleared from tubing and md was notified. Augmentation rate was decreased to 2:1 but md reportedly did not want to change or discontinue the balloon and pump at that time. Through the remainder of the day and the following night, no other blood or problems were noted. Resistance was encountered when the balloon was discontinued the next day. Md was ultimately able to discontinue the device in tactdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.